Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "prior to use & test, cuff line broken." There was no patient involvement or harm.

Event description:
It was reported "prior to use & test, cuff line broken." There was no patient involvement or harm.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports "visual inspection was performed on the returned sample. It was observed that the side arm of the returned actual complaint sample is not attached to the main tube." It was also reported that there is 100% visual inspection on the side arm fitting and 100% leak test after assembling the inflation tube to the main tube, in addition to 100% visual inspection of the finished product inside packaging. A device history record review was performed and no relevant findings were identified. Based on the returned sample, the complaint was confirmed; however, a root cause for the issue could not be identified. The manufacturing site reports that 100% visual and functional testing is conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release. Teleflex will continue to monitor and trend for reports of this nature.